Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and functional inspections were performed on the returned device. The reported difficulties were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that while prepping a 6.0mm x 200mm x 150cm armada 18 otw balloon dilatation catheter (bdc), negative pressure was unable to be drawn. In an attempt to troubleshoot the device, inflation was also attempted, but the balloon also did not inflate. While no leak was observed, the physician suspects a possible crack or leak in the hub area of the device. The device was prepped per the instructions for use and was not used in patient anatomy at any time. There was no occurrence of a clinically significant delay. Another same size armada 18 was prepped and used without issue to complete dilatation. No additional information was provided.